Event description:
It was reported that the patient was asymptomatic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were recommended and to be completed at a later date. There were no patient consequences.